Manufacturer narrative:
The lens was returned and evaluated. There were no defects observed on the optic or haptics. Based on all available information, the root cause for the reported event could not be determined.

Manufacturer narrative:
The lens was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause for the reported event. No corrective action necessary at this time.

Event description:
It was reported that the lens was removed and replaced with different model lens and diopter two weeks post cataract surgery due to dislocation. The lens was found to be dislocated in posterior pole during the second post-op follow up visit one week post implant. During the original surgery, there was a small rent; an anterior vitrectomy was performed and the iol was placed in the sulcus. A pars plana vitrectomy was performed and an anterior chamber iol was placed.